Event description:
Gamma fetal bleed screening test for the detection of d-positive red cells in d-negative mothers after delivery. Positive control did not test positive. Replacement reagent shipped.